Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a 100 ml secondary infusion was programmed to infuse over 1 hour. After 30 minutes, the secondary bag was empty and the primary bag was noted to have increased in volume. The pump displayed the volume left to infuse of the secondary to be 58 ml. There was no patient harm.